Event description:
It was reported that the blood culture adapter broke off in IV hub when attempting to disconnect it resulting in the IV hub to leaked blood and required the IV line to be changed. No adverse effects were reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.